Manufacturer narrative:
(B)(4).the device was returned and an evaluation is complete. Visual inspection noted cracked light blue mainbody and broken occluder foot. Functional testing included eight psi underwater pressure test, clear passage test and clamp function test and noted a leak through the tubing due to the broken occluder foot. The reported condition was verified and the cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evalaution of the returned transfer set, a cracked in the light blue main body was found. There was no report of patient injury or medical intervention associated with this event. No additional information is available.